Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an expired left ventricular (lv) lead was implanted in a patient by a competitor representative. It was also noted that the lead was labeled "do not implant, demo" on the sterile packaging. The lead is still in use. No patient complications have been reported as a result of this event.